Event description:
On (B)(6) 2020 it was reported that a castor wheel broke causing the 5346 stool to become unstable during examination. There was no report of injury caused by this occurence. The stool is used by the medical staff performing an examination/ procedure.